Event description:
It was reported that the customer's insulin pump alarmed an error several times during the manual prime process. Advised that the customer should revert to back up plan. The customer's blood glucose reading was 3.4mmol/l. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm the error alarm. The device had missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.